Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began at an unspecified time in the afternoon of (B)(6) 2011. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to his usual diabetes management routine in response to the reported issue. Fifteen days after the alleged issue occurred, the patient claimed to have developed episodes of hypoglycemia and at an unspecified date and time, was given food/drink by his doctor in response to the symptoms. The cca was also informed by the patient that he tested on another meter (unknown device) and obtained a reading of 35mg/dl. The patient could not recall the date and time. During the troubleshooting, the cca noted that the battery did not need replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. The patient returned the subject control solution. However, the evaluation of the product is not required since the control solution had already expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.